Event description:
Customer reported difficulty in maintaining pressure in the bag or ventilator mode. There was no reported pt injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing a follow-up report will be issued when the investigation has been completed.